Manufacturer narrative:
A bci field service engineer (fse) found no damage to the tubing. The leak was caused by the tubing being disconnected from the top of the differential waste chamber. Fse reconnected the tubing and replaced the compressor module. The root cause was attributed to the tubing disconnecting from the fitting above the diff waste chamber.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the instrument locked up in diluting, when attempting to shutdown. The instrument began to leak cleaner and electrical smell was detected. Fire and/or flames were not noted. The customer was wearing personnel protective equipment (ppe). No exposure, or contact with the eye or skin, open wounds or mucous membranes to the cleaner. The operator did not seek medical attention.